Event description:
In 2007, I was scheduled for a CT scan of the chest to recheck a lung nodule and my routine yearly mammogram at radiology. After filling out the required history forms, noting that my implants were 27 years old, the CT scan was performed first, then mammogram. During the mammogram of my left breast, while the breast was compressed, the machine did not take the picture and the breast had to be repositioned. This mammogram of both breasts was more painful than previous ones. I waited for my results. It was reported to me that day by m.d. That everything looked normal and to have a happy, healthy year. The next morning a representative called and said, they needed for me to come back in for further testing - giving me no explanation. I went in that day and they performed an ultrasound and it was reported to me that both of my implants were ruptured, but not to worry because there was a capsule around the implants that would hold the silicone in place and to see my normal doctor. I called my dr. And it was advised that I have a MRI. That was performed ten days later. When I was finished with that I asked the tech. If I could go in and speak with one of the doctors, that I had questions and needed a referral of who to go to that specializes in this. She went in and came out with a piece of paper with 2 doctors names on it--that's it! It should also be noted that the lung CT performed minutes before the mammogram states that "bilateral breast implants noted without change". Had previous CT scans of lung in 2003 & 2004. It should also be noted that the silicone had indeed been squashed beyond the capsule in both breasts as noted in the MRI "bilateral implant ruptures with extracapsular silicone superior to the right breast implant and medial to the left breast implant". My question is - if you know there are women out there with silicone implants that are 20+ years old and now you say are bound to rupture - and we were told that many years ago that they were expected to last a lifetime - why aren't you informing them of this prior to a mammogram or offering alternative diagnostic procedures that are less traumatic? I know that you write that the potential risk of rupture or leakage needs to be weighted against the benefits of mammography by each individual woman, but in light of the research that you have with the aging of implants and their life expectancy, combined with the fact you know many of these ruptures during mammograms go unreported to you, it would seem your guidelines need to be reconsidered! The side effects I had to endure from the silicone leaching out into my system was not a pleasant experience, compounded by the facility brushing me off to find my own way and my insurance company refusing my claim - all needs to be considered. I know I still have to worry if this silicone is going to harm me further. I am aware that these facilities just say that it cannot be proven that they indeed ruptured these womens implants - but I indeed can d/t the CT scan prior to the mammogram. All the women who have had theirs ruptured with this much force know exactly when they ruptured d/t the symptoms - believe me!